Event description:
It was reported a 6f angio-seal vascular closure device vip was used to seal the arteriotomy site post percutaneous diagnostic right and left heart catheterization. Hemostasis was achieved. While waiting to be transferred to a hospital room, the patient complained of a warm, wet feeling, which was reported to be bleeding at the puncture site. Manual compression was applied and a femostop placed. Throughout the night, the patient complained of right leg pain. The patient was discharged the next morning, with no sighn of a hematoma noted. Later that morning, the patient experienced bleeding and went to the emergency room where a hematoma was reported. Manual compression was reapplied and a femostop placed. The patient was readmitted to the hospital and an ultrasound revealed no internal bleeding and no abnormalities. Reportedly, the patient has been able to resume walking with no signs of complications.